Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump failed to start. Pump was replaced with another impella cp pump. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected, and the intact red lumen was observed still in the pump. The cause of the pump unable to start was the red lumen was not removed. This report is being filed as part of a retrospective review of historical records.